Manufacturer narrative:
Date of event: used the first date of the month of the aware date, as event date is not provided.

Event description:
It was reported that the stent was damaged post-deployment and requiring additional intervention. The procedure was for a chronic total occlusion. A 3.00 x 48mm synergy xd was deployed. However, the post dilatation balloon was caught on struts of stent and compromised the stent. Another post dilatation was made and a second drug-eluting stent was deployed to cover the gap. There were no patient complications nor injuries reported and the patient was fine.

Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date, as event date is not provided. Updated b5: describe event or problem.

Event description:
It was reported that the stent was damaged post-deployment and requiring additional intervention. The procedure was for a chronic total occlusion. A 3.00 x 48mm synergy xd was deployed. However, the post dilatation balloon was caught on struts of stent and compromised the stent. Another post dilatation was made and a second drug-eluting stent was deployed to cover the gap. There were no patient complications nor injuries reported and the patient was fine. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified circumflex artery.